Manufacturer narrative:
A nurse called to report a leak in iab circuit alarm on a cs300 while it was in use and stated she could not recall the troubleshooting steps. She noted the alarm occurred only once during her shift and confirmed there was no blood or discoloration in the helium tubing and that all connections were secure. The alarm was reviewed with her, including how the patient condition could contribute to it, and she was guided on using the iab fill and start keys to restart therapy if a gas loss alarm occurred again. She was reminded to always check for blood or discoloration in the helium extender tubing before resuming therapy and advised to contact the support number if alarms occurred more than two to three times per hour.

Event description:
It was reported by the customer via emergency support program line, that cs300 intra aortic balloon pump (iabp) had leak in iab circuit alarm. There were no patient harm or injury was reported.